Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to eroded vaginal sling. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gyencological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent rectus fascial pubovaginal sling, harvest of rectus fascia, and cystoscopy on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
Date sent to the FDA: 12/24/2015 . It was reported that patient underwent revision of mesh site in the vaginal vault on the right, and marshall- marchetti-krantz procedure on (B)(6) 2011 due to dyspareunia secondary to previous mesh insertion and sui. No additional information was provided. (B)(4).